Manufacturer narrative:
Analysis deemed no longer required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience occlusion due to the right ventricular (rv) lead and right atrial (ra) leads. It was also reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The implantable pulse generator (ipg) system was removed and replaced on the left side of the patient due to the occlusion. No further patient complications have been reported as a result of this event.